Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Product manufacturer reference number: 3006705815-2021-00717. It was reported that the patient experienced loss of therapy due to lead migration. As a result, on (B)(6) 2021 the leads were explanted and replaced. The patient has effective therapy post operatively.